Event description:
The device was used "off label." A large palmaz stent was placed into the proximal seal stent of the main body to fix the proximal type 1 endoleak. The pt had an angulated neck, somewhat conical in shape. The endoleak was stopped once the palmaz stent was placed. No consequences to the pt.